Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 385 mg/dl while wearing the pod for an unknown amount of time on the leg. Symptoms reported include felt nauseated and high ketones. The patient was treated with IV (intravenous) therapy of fluids, insulin and anti-nausea medications. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.